Event description:
Product analysis was completed for the generator. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Product analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Product analysis was also for the lead has been completed. A section of the lead was returned in one piece. The lead's electrodes were not returned. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No anomalies were identified in the returned lead portion; however, since a portion of the lead was not returned an evaluation and commentary cannot be made on that portion. No additional or relevant information has been received to date.

Event description:
The patient's generator and lead were explanted. The products have been received and analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns explant surgery. Information was received from the neurosurgeon indicating the reason for explant was that the device caused the patient pain. No known surgery has occurred to date. No additional or relevant information has been received to date.